Event description:
It was reported that the pump date and time was incorrect, cause was unknown. The customer's blood glucose level was displayed as "high", specific value unknown. The customer addressed the elevated blood glucose by administering a manual injection and changing supplies. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.